Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir leaked. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the location of the leak was at the barrel. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.